Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the up arrow keypad button had a delayed response and required multiple presses to engage. The reporter noted the keypad was peeling near the ok button, and alleged the tactile changes occurred prior to damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the entire keypad was lifting and peeling, exposing all the button contacts. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow and contrast buttons were intermittently unresponsive and required multiple presses with increased force to engage; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.